Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the patient alleges burning odor, sore throat and deep dry cough. The device was returned and manufacturer could not confirm strange odor. The device logs were downloaded and 11 errors were found which included "therapy (clearable/upgradable)". The device was found to be scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the patient alleges burning odor, sore throat and deep dry cough. The device was returned and manufacturer could not confirm strange odor. The device logs were downloaded and 11 errors were found which included "therapy (clearable/upgradable)". The device was found to be scrapped.